Event description:
As reported by the user facility: ref # (B)(4), serial # (B)(4). Over infusion - tubing was twisted in pump and pump over infused while infusing medications to a pt. The pump was infusing at 16.35 ml/hr then the infusion rate was changed to 9.8 ml/hr. The pump ran for 3 hours before the occurrence. The IV bag was empty. This incident happened on (B)(6) at 2:30 am. No pt injury.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). (B)(4). There was one used space IV set without packaging attached to an empty 100 ml bag of milrinone lactate/5 % dextrose injection and one infusomat space pump returned for evaluation. Upon visual examination of the IV set, no manufacturing defects were noted. The set was spiked and primed with saline solution and functionally tested on a different space pump. The tubing did not twist while running in the pump and the pump did not alarm any errors. No over or under infusion was noted and the reported incident could not be duplicated. The returned sample IV set was found to be acceptable. In a follow up with the reporter from the facility, the reporter stated that the IV set involved in the incident was returned in the pump to biomed. When the reporter opened the door of the pump, he confirmed the tubing was twisted and appeared to have been mis-loaded. He tried to duplicate the incident several times with additional IV sets from inventory. The pump ran as long as 24 hours without twisting or over/under infusing. The incident could only be replicated when the tubing was manually mis-loaded. The testing results indicated there was no malfunction of the pump or the sets. The reporter also confirmed there was no pt injury or intervention needed as a result of the reported incident. The evaluation of the pump involved in the incident is on-going at this time. A follow-up report will be submitted upon completion of the investigation and the results are available.